Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the supplies were changed to address the event. Customer's blood glucose (bg) meter was reading "high" with moderate ketones. Bg was addressed by customer changing the infusion set.